Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 2.0.1 f1908: delay of less than one hour f26: no patient impact, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site had experienced an alleged inaccuracy after registering a patient. The site tried to use a noisy MRI scan as the reference for the registration and was able to pass using tracer registration. When verifying the accuracy the rep reports that they would go to touch the tip of the nose and the system would show the probe near the top of the head. They tried restarting the system and redoing registrations with no resolution. Eventually they moved the patient to take a CT scan and used that as the reference, they were able to pass using a 3 point touch trace registration. There was no patient impact and a 45 minute delay.